Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging a problem with her onetouch ultrasoft lancing device and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on june 4, 2009 to obtain/verify the following information. The patient indicated that the cap would no longer screw on tightly after her grandchild was "twisting" the lancing device. The reported issue occurred about 2 weeks before she contacted lfs customer service. As a result of not being able to use her lancing device, the patient was not able to test: the patient usually tests 3-4 times per day. She stated she continued to take her usual dosage of glyburide. The patent claimed that about 1 day after not being able to test, she developed symptoms of fatigue and frequent urination. Her symptoms were treated by taking an extra pill of glyburide. The patient did not receive any other form of treatment. There is no evidence that the product malfunctioned. However, this complaint is being reported because the patient allegedly developed hyperglycemic symptoms that met the criteria for a serious injury. Replacement lancing device was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.